Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (abp) power went off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10 an additional fse was dispatched to the site and evaluated the cardiosave intra-aortic balloon pump (iabp) unit and performed a preventive maintenance. Subsequently no problems were found, the iabp worked as intended. At this time the unit has not cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and reported that the device was put on charge for two days and the batteries were fully charged. He provided pictures and picture 1 shows that the battery is not fully charged. Backup battery test was performed and the test went for over two hours as recommended. The test was ran on individual battery at 120 bpm. The fse will log a ticket with technical support regarding the batteries in picture 1. At this time it is unknown whether the unit has been released for use or not. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (abp) power went off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that repaired the iabp unit has advised that the iabp has been returned to the customer after a major check/preventative maintenance.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (abp) power went off. No patient harm, serious injury or adverse event was reported.